Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator does not show any volume readings when sensor is plugged in and it is giving an e37 error. No patient involvement.

Manufacturer narrative:
The carefusion factory service technician evaluated the device and confirmed the customer reported complaint due to pcb assembly connector flow sensor. Also missing patient manifold assembly, power cord and bracket.